Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre wireguided dilatation balloon was used during an endoscopic papillary large balloon dilatation (eplbd) procedure on (B)(6) 2012. According to the complainant, as the papilla was dilated, the patient developed a large hemorrhage. Because of this, the procedure was not completed. The physician did not believe that the hemorrhage was caused by any malfunction of the device, but was rather a result of procedural complications and patient risk factors. On august 20, 2012, it was reported to boston scientific corporation that the patient had developed a subarachnoid hemorrhage between august 7, 2012 and august 8, 2012 and subsequently passed away. The date of death is unknown, however it was reported to be between august 13, 2012 and august 15, 2012. In the physician's assessment, the subarachnoid hemorrhage was not directly related to the hemorrhage that occurred during the procedure; however, the hemorrhagic shock caused by procedural complications might have caused a cascade of events that stimulated the hemorrhage in the brain. It was confirmed on september 12, 2012 that no autopsy results are available to boston scientific corporation.

Manufacturer narrative:
The 510k number is k112994.

Manufacturer narrative:
Patient weight is unknown. The exact patient death date is unknown. However, it was reported that it occurred between (B)(6) 2012. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. The 510k number is k112994. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre wireguided dilatation balloon was used during an endoscopic papillary large balloon dilatation (eplbd) procedure on (B)(6) 2012. According to the complainant, as the papilla was dilated, the patient developed a large hemorrhage. Because of this, the procedure was not completed. The physician did not believe that the hemorrhage was caused by any malfunction of the device, but was rather a result of procedural complications and patient risk factors. On (B)(6) 2012, it was reported to boston scientific corporation that the patient had developed a subarachnoid hemorrhage between (B)(6) 2012 and (B)(6) 2012 and subsequently passed away. The date of death is unknown, however it was reported to be between (B)(6) 2012 and (B)(6) 2012. In the physician's assessment, the subarachnoid hemorrhage was not directly related to the hemorrhage that occurred during the procedure; however, the hemorrhagic shock caused by procedural complications might have caused a cascade of events that stimulated the hemorrhage in the brain. Attempts to obtain additional information regarding whether or not an autopsy was done have been unsuccessful.